Manufacturer narrative:
The front bezel was returned for failure investigation (fi), and it was identified that previous investigations have shown that liquid ingress due to the variability of the assembly process causes the reported navigation ring failure.

Manufacturer narrative:
Date of report: 17 aug 2021. There was no patient involvement.

Event description:
The customer reported they have a nav-ring that does not function and requested onsite service for it to be replaced under a field change order (fco). The device was not in use on a patient. No patient or user harm was reported. The field service engineer (fse) confirmed the ip and performed controls test. The fse reaffirmed the nav ring does not function correctly. The fse identified the top cover and rear bezel are slightly cracked and advised the customer to replace them. The (fse) replaced front bezel to resolve the issue. The unit was tested, and it was returned to service.